Manufacturer narrative:
Correction: this report was found to be a duplicate of an event already reported in 9611174-2024-01124 for a1-patient identifier 004087. Refer to that report for all relevant information on the event.

Event description:
It was reported the flushing pump foot-pedal was cutting out while in use. The reported malfunction occurred during a colonoscopy procedure. There were no reports of patient injury or medical intervention associated with this event.

Event description:
It was reported the flushing pump foot-pedal was cutting out while in use. The reported malfunction occurred during a colonoscopy procedure. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
E3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.